Manufacturer narrative:
The customer declined the option to have their glidescope video baton 2.0 large returned to verathon for evaluation. Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on august 30, 2019 and is past the two (2) year expected product life as outlined in the glidescope video laryngoscopes operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the root cause could not be determined, but it is likely that the age of the device, two (2) years and two (2) months, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would flicker, and the connected monitor would receive a message that the glidescope video baton 2.0 large was disconnected. The customer was able to isolate the flickering image to just the glidescope video baton 2.0 large as the flickering image persisted on several other monitors when connected. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.